Event description:
It was reported that the tip of the instrument was broken. The instrument was used intraoperatively. No patient complications were reported.

Manufacturer narrative:
(B) (4). The instrument was returned to the manufacturer for evaluation. The visual macroscopic exam shows that the static tip of the instrument is broken on one side by the pin. The pin is missing. The referred tip is bent which suggests that the instrument was subjected to bending overload which may have caused the tip to break. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.